Event description:
A vns treating physician reported in an assessment that the vns depression pt had made two suicidal gestures of attempts since the last visit. It was also reported that the pt had a suicidal gesture or attempt, as assessed on (B)(6) 2011, which was reported in MFR report number: 1644487-2011-02705. The physician reported that the one gesture was definite, but very ambivalent and the second gesture had minimal intent of a medical threat to the pt's life. It was reported that both gesture or attempts were moderate. The pt's suicidal tendencies are also moderate. A battery life calculation was performed with the programming history available in the in-house programming database. The results were approx 2.91 years until eri=yes. Attempts have been made for further info from the physician, but no add'l info has been received to date.